Event description:
New information received notes that the system was explanted in (B)(6) 2014 then several months later the site reported the patient¿s death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an extraction of a previously capped rv lead. The procedure was complicated by a tear in the right ventricle, requiring an emergency sternotomy and right ventricle repair. In the following days after the procedure, the patient was then extubated and was subsequently found hypoxic requiring reintubation and later found a perihylar patch and started on antibiotics. CT thorax demonstrated bilateral pneumothoraces . The first 4 right ribs noted to be fractured. The patient was taken to the ep lab for pocket exploration in which a hematoma was evacuated. The patient was terminally extubated due to continue respiratory failure and poor prognosis and transferred to gpu. The next day he was found without pulse and expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.